Event description:
It was reported that during use of this device in a left knee arthroscopy for repair of a meniscal tear, the pt developed an extravasation extending from the knee to the thigh, diaphragm and upper back. It was reported that the pt received 5 liters of fluid in a period of 30 minutes at which time, swelling was observed. Following this procedure, the pt went to ICU for observation.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the MFR. Investigation findings: an investigation of the quicklatch pressure sensing sheath set is pending. A follow up report will be sent upon completion of the investigation.